Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient called boston scientific technical services (ts). The patient reported three or four days after implant the icm device began to come out of their skin. The patient advised there were potentially issues inserting the icm device deep enough at implant. The patient also reported there was bruising on their chest. The patient was subsequently seen at the clinic and the icm device was explanted. No other devices have been implanted at this time. Device is not expected to be returned. No additional adverse patient effects were reported.